Manufacturer narrative:
An eval of the device cannot be performed as the device was discarded by the hosp and was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "poly wore out. Replaced poly with (B)(4)."